Event description:
On 13-aug-2025, a journal article was retrieved from international orthopaedics (2024) that reported a retrospective study from germany. The purpose of the study was to (1) to evaluate the radiological and clinical outcome of complex acetabular reconstruction surgery with the use of modular tantalum tm augments in combination with cemented revision cups; (2) to investigate blood tantalum concentrations in these patients; and (3) to report complications and mechanisms of failure related to this procedure at mid-term follow-up (mean 4.5 years). The study reviewed 14 patients with severe acetabular defects who had undergone complex acetabular reconstruction using a zimmer biomet modular tantalum tm augment in combination with a cemented avantage dual-mobility cup or a cemented mueller low-profile polyethylene cup between january 2011 to december 2020 with a minimum two years follow up. The indication for the operation was revision total hip arthroplasty (tha) because of aseptic loosening of the cup in four cases and two-stage revision tha for infection in four cases. The indication for primary total hip arthroplasty was severe osteoarthritis with advanced acetabular bone loss in four cases, aseptic osteonecrosis in 1 case and tumorous destruction (metastatic prostate carcinoma) in one case. In 11 cases, a tantalum tm augment was used to fill a superior bone void and to restore the anatomical acetabular center of rotation, also in 11 cases a dual-mobility cup was used. In three cases a tantalum tm buttress augment was used and in three primary tha a cemented polyethylene cup was used. The study population had a mean age of 72.8 years at time of surgery (range 51-91); seven males and seven females. Follow-up was conducted with a mean length of follow-up for 4.1 years (range 2.0-8.0 years). The study reported one patient showed signs of migration, implant screw fracture, and malposition of the augment and the cup. No intervention has taken place nor is additional intervention planned as further migration between the one (1) year and three (3) year postoperative follow ups has not occurred and the patient confirmed absence of symptoms. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
(B)(4). D6a: exact implantation date is unknown however is reported to have occurred between january 2011 and december 2020. D10: unknown acetabular shell: catalog#ni, lot#ni; unknown acetabular augment: catalog#ni, lot#ni; unknown acetabular liner: catalog#ni, lot#ni; unknown femoral head: catalog#ni, lot#ni; unknown femoral stem: catalog#ni, lot#ni; unknown screw: catalog#ni, lot#ni, qty#3. G2: foreign: germany. G2: literature: spranz, d., müller, lm., trefzer, r. Et al. Reconstruction of severe acetabular defects (paprosky type iii a) in total hip arthroplasty using modular tantalum augments in combination with a cemented cup. International orthopaedics (sicot) 48, 3083¿3090 (2024). The product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.